Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma-late and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "large pocket of fluid build up", "some swelling around the nipple", "a large amount of puss coming out of the lining of her previous scar due to a mastopexy" and exchange due to concern with textured product.

Event description:
Patient reported left side "large pocket of fluid build up", "some swelling around the nipple", "a large amount of puss coming out of the lining of her previous scar due to a mastopexy" and exchange due to concern with textured product. Device remains implanted.